Event description:
It is reported that the drive support cap is protruding. Blood glucose reading is 173 mg/dl. Advised customer never to manipulate or push on the drive support cap while connected to insulin pump. Advised customer that the insulin pump requires replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk. The insulin pump was received with a cracked case at the display window and a missing end cap sticker. No damage noted on lcd glass.